Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) male pt during cardio thoracic surgery, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no pt involvement in the reported malfunction.